Event description:
The suspect device exhibited variation in test results when compared with another poc meter and the lab. The following results were reported: inratio = 5.1, coaguchek = 4.1, lab = 3.7. Further follow up to be performed.